Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 20 mg/dl with symptoms of dehydration, confusion, difficulty waking up, and extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: the basal total daily dose appeared to be inaccurate due to a temp basal rate being set. Several 0 unit deliveries were recorded due to priming steps being performed. The pump was exercised for 24 hours with no issues observed. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.